Event description:
It was reported that bd nexiva 22 ga x 1 in single port air noted during aspiration and leakage occurred at the septum.the presence of air bubbles was observed when aspirating blood and during saline infusion through the bd nexiva extension tubing and blood leakage at the tip shield (needle protection area).the patient had a new IV line inserted and following new IV insertion, the procedure was continued with administration of contrast media.

Manufacturer narrative:
G.4. K183399; k243403h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.